Manufacturer narrative:
The user facility reported that during a procedure, hospital staff commanded the leg section to lower and observed a small amount of smoke coming from the table base. The table was unplugged and the procedure was completed successfully without further incident. No injuries were reported to hospital staff or patient. After the reported event, the user facility's biomedical department replaced the table ac power cord ("power cord") and power control cable assembly ("cable assembly"). A steris technician subsequently inspected the table and found it to be properly functioning, however the technician observed that both the power cord utilized during the event and the power cord connected to the table at the time of investigation were non-steris brand. Steris engineering evaluated the replaced power cord and cable assembly and found the power cord was impacted from table transport which bent the end. This caused the connection between the power cord and cable assembly receptacle to become loose, causing an electrical arcing condition which overheated the cable assembly receptacle prongs, causing the end of the power cord to melt resulting in the reported smoke. This surgical table is not under steris service contract and is maintained by the user facility's biomedical department. The steris power cord provided with this surgical table has a 90 degree bend to route it along the side of the table base which aids in preventing stress on the power cord to cable assembly receptacle connection. The technician recommended to the biomedical department that they should not be using non-steris power cords and referenced section 8.4 of the operator manual which states: "note: use only steris authorized parts on the equipment."

Event description:
(B)(4).